Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control replaced the user interface pcb assembly and performed some other unrelated repairs. A proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Replaced user interface pcb assembly was sent for the further evaluation to the pac (product analysis center). It was determined that the root cause of the reported issue was thermally sensitive ic (integrated circuit), u2, on the user interface pcb assembly.

Event description:
A customer contacted physio-control to report that their device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.